Event description:
Pt receiving continuous infusion fluorouracil for metastatic colorectal cancer. Pt returned for pump disconnection after appropriate infusion time and pump had failed to infuse. All clamps were evaluated and were opened. Pt also noted to have good blood return from a port-a-cath. Expiration of the pump described above is 08/2010, however the expiration field will not allow a future date to be entered.